Event description:
It was reported that the instrument was being used in the intended fashion. Excessive force was not applied that would have caused the device to break. Surgeon knew immediately that the instrument broke, and tried to locate and retrieve the remnant, but concluded that it was too close to the spinal cord to try to remove.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. It should be noted that this device is more than 13 years old. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Manufacturer narrative:
As noted in the initial report the device is not available for investigation. In the absence of the product since a lot number was provided, a review of the device history records was conducted and confirmed that this device conformed to the required specifications prior to distribution. It was also noted that this is the first complaint reported for this lot number and therefore is considered to be an isolated event. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device was not returned.